Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
On 06/01/18, it was reported to mentor that the device history record (DHR) of lot number 5823848 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/06/18, it was reported to mentor that the left breast implant also had a capsular contracture. On 06/06/18, it was reported to mentor that the patient had experienced bilateral grade 2 ptosis and breast asymmetry. The left breast implant was completely deflated. The devices were replaced with saline mentor smooth round moderate plus profile 475cc filled to 475cc, catalog number 3502475, lot number 7545517, serial number (B)(4) on the left breast implant and with saline mentor smooth round moderate plus profile 475cc filled to 550cc, catalog number 3502475, lot number 7349609, serial number (B)(4) on the right breast implant on 05/14/18. There were no operative complications after the surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/11/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. During examination, pe observed a crease on the anterior aspect and extending to the posterior aspect. A rent measuring approximately 1.4 cm was observed within the crease on the posterior aspect. No other anomalies were found. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of white material observed. There is no evidence that the issue is related with manufacturing. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Some breast ptosis is a normal component of the mature breast. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Because pe was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate profile 350cc, catalog number 3501655, serial number (B)(4), lot number 5772067. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation with a saline mentor smooth round moderate profile 350cc breast implant and experienced deflation on the left breast implant. The deflation was confirmed by the healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.